Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Event description:
The following information was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 53 mm in diameter. The patient was therefore implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow-up computed tomography angiography imaging (cta) found an aneurysm diameter of 53 mm and on (B)(6) 2016, follow-up cta imaging identified 54 mm. On (B)(6) 2016, follow-up cta imaging revealed the aneurysm diameter to measure 55 mm. On (B)(6) 2018, follow-up cta imaging determined the aneurysm had grown to 59 mm in diameter. On (B)(6) 2018, follow-up cta imaging confirmed an aneurysm diameter of 57 mm and a type ii endoleak. On the same day, an embolization procedure was performed to remedy the endoleak. On (B)(6) 2018, follow-up cta imaging disclosed further enlargement of the aneurysm now measuring 62 mm in diameter.